Event description:
It was reported by the field service engineer in switzerland that during a shoulder repair procedure on (B)(6) 2023, it was observed that the tip on the expressew iii needle device was broken off. According to the report, the surgeon did not know if the piece was in the joint/tendon of the shoulder or has fallen off outside the shoulder. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). The lot number was unknown. D4, g1, h4: the lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: according to the information received, it was reported that while using the express sew device the needle a piece of the tip of the needle has broken. The surgeon does not know if the piece is the joint/tendon of the shoulder or fall off outside the shoulder. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the tip of the needle was broken. The complaint reported was confirmed. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. The photo does not provide enough evidence to determine root cause. The possible root cause for the needle broken tip can be attributed when deploying the needle with the jaws open which can lead to a broken needle; the gun possibly has seen heavy use and lack of cleaning/ sterilization cycles this can lead to a stuck condition and damage the needle. However, this cannot be conclusively determined. As per IFU-110114 to load the expressew ii or expressew iii suture needle into the flexible suture passer, insert the sharp end of the needle into the rear of the instrument (near handle) with the flag up. With the jaw closed, actuate the needle deployment lever once to confirm that the needle deploys and retracts. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Document specification review: IFU-110114. Device history review given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.